Event description:
It was reported that the physician's handheld was not working properly. It was indicated that the screen would freeze upon interrogation. A hard reset resolved the issue. It was told to the site to give a call back if they have any other problems.